Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. The patient did not require hospitalization but was treated with injection of vancomycin (1 gm, stat, every 5th day ip) and inj. Fortum (1 gm od for 14 days IV) for the event. Therapy was ongoing and the patient was recovering from the peritonitis. No additional information is available at this time.